Event description:
The customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. A replacement pump was sent by technical support, and the customer was advised on the steps to take upon receiving it, including instructions on returning the problematic pump. The customer will continue to use their current pump in the meantime.